Event description:
Further follow up information reported that the patient¿s physician planned on changing out their implantable neurostimulator (ins) system to another manufacturer¿s device system. The scheduled date for the planned change out was noted as (B)(6) 2013. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Follow up information received clarified that the patient met with the manufacturer¿s represent on (B)(6) 2013 where it was noted that they still experienced a shocking with the ins system . It was noted that the shocking occurred more when recharging. In addition, it was reported that the patient could not tolerate their rsd pain to keep the device turned off. It was also reported that further investigation was not possible as the patient was implanted with another manufacturer¿s device on (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
Additional information found it was reported the patient felt constant surges. It was noted the patient had their system changed this past monday. The reporter stated they met with the patient to interrogate and check the system, hoping this would stop their overstimulation and shocking sensation the patient gets. It was noted the patient gets shocked more while recharging and it was at random times. It was further noted the patient was having a lot of surgical pain at their post operation appointment, but was getting stimulation. Additional information received reported the patient was shocked more when recharging. The reporter stated the patient could not tolerate their rsd pain to keep their stimulator off. It was noted the patient was implanted with a device from another manufacturer and the manufacturing representative was unable to investigate stimulation. The reporter stated the patient was just complaining about post operation pain. Additional information received reported the manufacturing representative met with the patient on (B)(6) 2013 prior to having their device replaced. Additional information confirmed the patient¿s device was replaced with that of another manufacturer on (B)(6) 2013.

Event description:
It was reported that a ¿call your doctor¿ message and a ¿006¿ error code was displayed. It was noted that stimulation could not be adjusted. It was further noted that the patient had other device related ¿issues and problems.¿ it was further reported that the patient was ¿rear ended¿ about two weeks prior to report. The patient experienced a ¿stuttering shocking sensation throughout.¿ the occurrence ¿seems more frequent¿ and occurred more often when the battery level was ¿at a higher level.¿ there was ¿intermittent¿ tingling stimulation in the implantable neurostimulator (ins) pocket. Symptoms included pain and apprehensive stimulation use due to the inability to predict ¿abnormal¿ stimulation. The location of symptoms was the ¿full body.¿ the patient could not tolerate an absence of stimulation due to complex regional pain syndrome (crps). Impedance was checked in lying, sitting, rounded back, and twisted positions and was found to be normal. It was noted that reprogramming did not yield improvement. It was noted that x-rays were performed. The cause of issue was unknown. It was unknown if it was a product issue. Information received a little more than three weeks later indicated that the 006 error code had been cleared. No intervention had been taken. It was noted the patient received ¿good¿ stimulation except for the unexpected shocking they experienced. The patient had a follow-up with a healthcare professional scheduled. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had their system changed this past monday. It was noted the patient was getting good stimulation, just constant surges.

Manufacturer narrative:
(B)(4).